Manufacturer narrative:
There was no lot information provided so there was no DHR review performed. The part number device history review did not demonstrate any other complaint, non-conformances, or capas related to this issue. The root cause is indeterminate. There was no further information provided for this adverse event.

Event description:
Subject reported to the clinic on (B)(6) 2022 for post-operative follow-up. Upon review of radiographs obtained, screw hardware loosening and radiolucency is evident. The adverse event is continuous, mild, not serious, and unanticipated. The adverse event has a definite relationship to the study device. The subject is not experiencing symptoms related to the hardware loosening. The subject was placed in a brace for additional support (unknown duration). Due to the subjects co-existing adverse event (myocardial infarction), the subject is not eligible for a revision procedure at this time.